Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and low r-waves on the right ventricular (rv) lead. It was also reported that the rv lead had dislodged. During lead revision, the rv lead helix would not extend. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, inadequate capture, and r-wave amp variation. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The reported event of inadequate capture and r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.